Event description:
Routine complaint investigation confirms a false low blood glucose reading compared to laboratory blood glucose results. Analaysis indicates that this malfunction, were ot to recur for certain pts, under certain conditions, could result in serious adverse clinical effects tp the user of the system.